Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a dexcom g7 sensor and an inset 23" 6 mm infusion set, with a reported blood glucose of 401 mg/dl and the pump indicating a high reading; troubleshooting and education were completed, and the cause was unclear. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, long-term injury, or other clinical impact beyond the acute high glucose. Investigation included review of the event details and user-reported troubleshooting steps. Investigation of this case revealed no confirmed device malfunction or component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.